Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the insulation is compromised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: shaft insulation cracked, compromised, broke, or breached (failed insulscan). The probable root cause/s could be normal wear, user misuse, and improper sterilization methods. The reported failure mode will be monitored for future reoccurrence. Mfg date: 01/08/2015. (B)(4).

Event description:
It was reported the insulation is compromised.